Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (6). It was reported that shortly following a coronary drug eluting stenting treatment procedure, the patient presented with plaque shift, a vessel dissection and hematoma. The index procedure treated the de novo, 90% stenosed 3.0x15mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre dilation with an unspecified 3.0x15mm balloon and the placement of a 3.0x16mm taxus liberte monorail study stent. Ivus was performed confirming the stent was expanded well resulting in 25% residual stenosis, however a plaque shift occurred in the ostium of the lcx which shifted to the proximal side during the index procedure. The physician confirmed the ostium of the proximal lcx artery had a 2mm diameter, and it was judged not to be a problem. Five hours post the index procedure, the patient developed sudden chest pain. A ECG was performed but did not reveal a problem. Angiography was then performed which revealed acute recoil of the study stent and a vessel dissection with hematoma in the proximal left anterior descending (lad) artery. The proximal lcx was restenosed with a 3x20mm, 90% stenosed lesion, however it was a non-target lesion restenosis. It was treated with a 3.0x8mm taxus liberte stent implanted in a v-stenting technique resulting in 0% residual stenosis. It is unknown what caused the dissection and hematoma in the proximal lad, however it was noted that an unspecified guide catheter was a possibility. Treatment placed a 3.5x32 taxus liberte with a v-stenting technique in the 75% stenosed, 3.5x20mm lesion located in the proximal lad resulting in 0% residual stenosis. In 09/2009, at the 1 month follow up visit the patient had no anginal symptoms.